Manufacturer narrative:
Failure analysis is on going; add'l info will be submitted once the results analysis is complete.

Event description:
The micro sagittal saw was sent in for eval due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.